Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the buttons were not working properly. During troubleshooting, flexing the main printed circuit board (pcb) around the super capacitor area could reproduce intermittent operation of off key. As a result the main pcb was replaced, main pcb out of electrical specification. The display and keypad were also replaced as a preventive measure. (B)(4).

Event description:
It was reported the buttons are not working properly; device will turn on using emergency async, but cannot get out. Off button does not respond. If turned on using on button, cannot use emergency async function. The battery needs to be removed to get the device to turn off. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Further analysis was performed on the main pcb, the display and the keypad. Visual inspection revealed no anomalies. Bench analysis could not reproduce the reported event or the reported failure that occurred during repair of the device.